Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Several follow up attempts were made with the hospital in order to obtain additional information on the incident and why it did not get reported to balt USA, but received no response from hospital. This includes the availability of the device for a device analysis to be performed. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the DHR could not be conducted as the lot number of the ballast90 unit was not reported.

Event description:
Notice of complaint received via letter from FDA on 31aug2021. Uf/importer report # (B)(4): it was reported that: "when the procedure was over, the ballast 088 long sheath (ballast90) was being removed from the radial artery of the patient when the artery developed spasm. While being removed, the catheter broke and a fragment of the catheter was left intravascularly inside the radial artery of the patient.